Event description:
It was reported that the patient presented to the emergency department (ed) due to hearing an audible alert from their implantable cardioverter defibrillator (ICD). Upon interrogation it was discovered the right ventricular (rv) lead exhibited high pacing impedance, increased sensing integrity counter (sic) and oversensing noise. A lead fracture is suspected. Reprogramming was completed and then the lead was capped and replaced. No patient complications have been reported as a result of this event.